Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during an aquablation procedure "e21 - motorpack error" and "e22 - motorpack error" messages were generated by the aquabeam robotic system. A new aquabeam robotic system handpiece was used in attempts to resolve the issue, but the aquabeam robotic system motorpack would not engage. It was suspected water accidently went under the aquabeam robotic system motorpack causing it to stop working. The decision was made to abort the aquablation procedure and convert to a transurethral resection of the prostate (turp) surgical procedure. There were no adverse consequences to patient health as a result of the reported event.

Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam motorpack was returned for investigation. Upon opening the motorpack and discovering the fluid ingress on the inner shell of the motorpack the failure mode was determined to be fluid ingress. In conjunction with the reported event where the motorpack was wet and it was suspected that the fluid ingress accidently went under the aquabeam motorpack, the root cause was determined to be user error. A review of the device history record (DHR) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system and/or aquabeam motorpack associated to this event. The review indicated that the system and/or aquabeam motorpack met all required specifications upon release for distribution. There are no other similar events reported on this issue. The aquabeam robotic system user manual states, um0101-00 rev. E, states: 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece -ensure the high-pressure tubing is centered and seated in the lower box. Dock the motorpack to the aquabeam handpiece: -verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeam handpiece (fully proximal). -apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. Do not apply sterile tape over the aquabeam scope. -keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. Note: verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged. Table 5 system detected errors and faults. E21 - motorpack error. Release foot pedal and click x.. If error persists, replace motorpack. E22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event was determined to be user-related, as the information initially received confirmed that water accidently went under the aquabeam motorpack during the procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.